Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead showed high pacing impedance. No adverse patient events reported. Lead remains implanted at this time. Should additional information become available, this file will be updated.